Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) determined that a ventricular arrhythmia was non-sustained due to programmed settings within the device. As a result, the device did not correctly label the arrhythmia, and the device did not delivery anti-tachycardia pacing (atp) when required. The rhythm reverted to a normal rhythm without the need for medical intervention, and no symptoms were reported. The physician has elected to monitor the patient, and the decision has been made to leave the device programmed as is.